Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas), low blood glucose values with coma [hypoglycaemic coma], pen delivered too much insulin [device issue], pen delivered too much insulin [incorrect dose administered by device]. Case description: this serious spontaneous case from (B)(6) was reported by a health care professional as "low blood glucose values with coma" with an unspecified onset date and "pen delivered too much insulin" with an unspecified onset date, and concerned a (B)(6) male patient who was treated with novopen echo (insulin delivery device) from unknown start date due to "device therapy". Patient's height, weight and body mass index (bmi) not reported. Medical history was not provided. On an unknown date, the patient experienced low blood glucose values with coma for several days during use of novopen echo. Patient was hospitalized on an unknown date. It was reported that the pen delivered too much insulin, therefore the patient had very low blood glucose values. Action taken to novopen echo was not reported. The outcome for the event "low blood glucose values with coma" was not reported. The outcome for the event "pen delivered too much insulin" was not reported. Evaluation summary: name: novopen echo®, batch number: cv40245. (B)(4): the electronic register was checked. No remarks. Visual and functional examinations were performed. The device was tested with a random cartridge and a novo nordisk needle was mounted. During testing it was possible to deliver preparation from the cartridge. The dose accuracy was measured by weighing using a random penfill cartridge the product was found to be normal. The results were found to comply with specifications. During examination/test of the product it has not been possible to detect any irregularities. The product was found to be normal.

Event description:
Case description: investigation results: name: novopen echo®, batch number: cv40245. The electronic register was checked. No remarks were observed. Visual and functional examinations were performed. The device was tested with a random cartridge and a novo nordisk needle was mounted. During testing it was possible to deliver preparation from the cartridge. The dose accuracy was measured by weighing using a random penfill cartridge. The product was found to be normal. The results were found to comply with specifications. During examination/test of the product it has not been possible to detect any irregularities. The product was found to be normal. Since last submission the case updated with the following information: investigation results were updated. Manufacturer comments were added. Manufacturer comments: 28-jul-2017: since no faults were found on the returned device (novopen echo) and only very limited information regarding the patient's handling of suspected device is reported in the case, it is not possible to elucidate a clear root cause for the experienced adverse event and thus not possible to find similar incidents to the one reported in argus case (B)(4).